Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Performance data was collected from the device was received and analysis of the device memory found no anomalies. It was noted "implant in progress" was stated on the save to disk and there was no data available.

Event description:
It was reported that during a follow-up interrogation, exit block was observed with the implantable pulse generator (ipg). The device was replaced and it was noted the leads were checked and working as expected. The replacement device remains in use. No patient complications have been reported as a result of this event.